Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Other text : sample not returned for evaluation.

Event description:
Pedicle bolt connector on the left side failed. Product code (B)(4), the connector broke into multiple pieces when exploring the fusion. The connector needed to be replaced. The case was originally a lami with exploration of fusion but when connector was observed, action needed to be taken.